Event description:
It was reported that during a training session with a junior physician on a saw bone, it was observed that when using the robotic assisted saw handpiece device, when the physician brought the saw blade into pane, the saw went off without anyone touching the trigger. The device was replaced into the socket, and it stopped. The device was brought back out, and the same event occurred, but at a lower frequency. This event did not occur during surgery. There was no patient involvement. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: this device was returned for evaluation. A functional assessment was performed which determined that the device passed all testing, and no failures were identified. The system was confirmed to perform as intended. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.